Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016 under general anesthesia. According to the complainant, an exploratory laparotomy and dilatation and curettage (d&c) procedure was performed followed by the hta procedure. During the hta case at heating up phase, three fluid loss alarms were observed and the machine automatically when to cooling and flushing. The hta procedure was aborted and another mode of treatment was done but it was unsuccessful. The physician then used a small hysteroscope and noticed a perforation inside the patient¿s uterus. It was unknown what caused the perforation and there were no intervention or treatment required. The patient¿s condition at the conclusion of the procedure was reported to be fine.